Event description:
It was reported by the customer, that the delays in cutting through the cortical bones are noticeable, up to about 60 seconds. Customer added that sometimes, the pt has experienced burning bones while the surgeons was pushing through the cortex. Customer further added that the surgeon keeps cutting till they can push through the cortical bone and also even when they get to the bone marrow, they also struggle to cut through, although, these are slightly easier than the cortical bone.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.